Manufacturer narrative:
(B)(4). Date of event: date article was published. Concomitant medical product: therapy date: unknown. Report source, foreign ¿ events occurred in (B)(6). Report source, literature - spross, c. Et al (2017). How bone quality may influence intraoperative and early postoperative problems after angular stable open reduction¿internal fixation of proximal humeral fractures. The journal of shoulder and elbow surgery, 26(9), 1566¿1572. Doi: 10.1016/j.jse.2017.02.026. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported in a journal article that screw cut outs were missed in two patients during the primary procedure. Attempts have been made and additional information on the reported event is unavailable. Patient outcome is unknown.